Event description:
The pt underwent an MRI scan with the hitachi alaire device in 2002. The imaging center reported to hitachi medical systems america, inc. In 10/2002 the pt complained of tinnitus. Hearing protection was provided.